Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), device dislocation ('one coil dislocated'), uterine inflammation ('inflammation of endometrium due to foreign body') and procedural complication ('complication of removal surgery') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection in 2013 and parity 3. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), skin discolouration ("facial white spots"), alopecia ("hair loss"), onychoclasis ("broken nails"), decreased appetite ("appetite loss") and procedural complication (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (abdominal surgery and complete removal of uterus and fallopian tubes in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, uterine inflammation, urinary tract infection, skin discolouration, alopecia, onychoclasis, weight decreased, decreased appetite and procedural complication outcome was unknown. The reporter considered alopecia, decreased appetite, device dislocation, onychoclasis, pelvic pain, procedural complication, skin discolouration, urinary tract infection, uterine inflammation and weight decreased to be related to essure. The reporter commented: ten days after removal, she underwent a second surgery (abdominal), she found out a medical error occurred in the first one. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one coil dislocated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), intestinal perforation ("intestinal perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), endometritis ("endometritis"), uterine inflammation ("inflammation of endometrium due to foreign body"), device dislocation ("one coil dislocated") and procedural complication ("complication of removal surgery") in a 23 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urinary tract infection in 2013 and vomiting, uterine fibroid and parity 3. Concurrent conditions were listed as vaginal discharge and bacterial vaginosis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced uterine inflammation (seriousness criterion medically important). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), intestinal perforation (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criterion medically important), endometritis (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), skin discolouration ("facial white spots"), alopecia ("hair loss"), onychoclasis ("broken nails"), decreased appetite ("appetite loss"), procedural complication (seriousness criterion medically important), genital haemorrhage ("bleeding"), vaginal discharge ("discharge"), abdominal pain ("abdominal pain") and polyuria ("diuresis") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy and essure removal and abdominal surgery). At the time of the report, the outcomes for pelvic pain, intestinal perforation, pelvic inflammatory disease, endometritis, uterine inflammation, device dislocation, urinary tract infection, skin discolouration, alopecia, onychoclasis, weight decreased, decreased appetite, procedural complication, genital haemorrhage, vaginal discharge, abdominal pain and uterine leiomyoma were unknown. The reporter considered abdominal pain, alopecia, decreased appetite, device dislocation, endometritis, genital haemorrhage, intestinal perforation, onychoclasis, pelvic inflammatory disease, pelvic pain, polyuria, procedural complication, skin discolouration, urinary tract infection, uterine inflammation, uterine leiomyoma, vaginal discharge and weight decreased to be related to essure administration. The reporter commented: ten days after removal, she underwent a second surgery (abdominal), she found out a medical error occurred in the first one. On (B)(6) 2016, the procedure was carried out, but it was not completed on this date, being completed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: gardnella vaginallis. [Ultrasound scan] (date unknown): one coil dislocated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), device dislocation ("one coil dislocated"), intestinal perforation ("intestinal perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), endometritis ("endometritis"), uterine inflammation ("inflammation of endometrium due to foreign body") and procedural complication ("complication of removal surgery") in a 23 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urinary tract infection in 2013 and vomiting, uterine fibroid and parity 3. Concurrent conditions were listed as vaginal discharge and bacterial vaginosis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, she experienced uterine inflammation (seriousness criterion medically important). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), intestinal perforation (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), endometritis (seriousness criterion medically important), urinary tract infection ("urinary tract infections"), skin discolouration ("facial white spots"), alopecia ("hair loss"), onychoclasis ("broken nails"), decreased appetite ("appetite loss"), procedural complication (seriousness criterion medically important), genital haemorrhage ("bleeding"), vaginal discharge ("discharge"), abdominal pain ("abdominal pain") and polyuria ("diuresis") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy and abdominal surgery). At the time of the report, the outcomes for pelvic pain, device dislocation, intestinal perforation, pelvic inflammatory disease, endometritis, uterine inflammation, urinary tract infection, skin discolouration, alopecia, onychoclasis, weight decreased, decreased appetite, procedural complication, genital haemorrhage, vaginal discharge, abdominal pain and uterine leiomyoma were unknown. The reporter considered abdominal pain, alopecia, decreased appetite, device dislocation, endometritis, genital haemorrhage, intestinal perforation, onychoclasis, pelvic inflammatory disease, pelvic pain, polyuria, procedural complication, skin discolouration, urinary tract infection, uterine inflammation, uterine leiomyoma, vaginal discharge and weight decreased to be related to essure administration. The reporter commented: ten days after removal, she underwent a second surgery (abdominal), she found out a medical error occurred in the first one. On (B)(6) 2016, the procedure was carried out, but it was not completed on this date, being completed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: gardnella vaginallis. [Ultrasound scan] (date unknown): one coil dislocated. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: event intestinal perforation, pid & endometriosis genital bleeding, diuresis, abdominal pain , vaginal discharge, uterine fibroids were added. Medical history, lab data, concomitant conditions added. Reporter information and lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), intestinal perforation ("intestinal perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), endometritis ("endometritis"), uterine inflammation ("inflammation of endometrium due to foreign body"), device dislocation ("one coil dislocated") and procedural complication ("complication of removal surgery") in a 23 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urinary tract infection in 2013 and vomiting, uterine fibroid and parity 3. Concurrent conditions were listed as vaginal discharge and bacterial vaginosis. On (B)(6) 2016, the patient had essure inserted. In (B)(6)2016 she experienced uterine inflammation (seriousness criterion medically important). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), intestinal perforation (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criterion medically important), endometritis (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), skin discolouration ("facial white spots"), alopecia ("hair loss"), onychoclasis ("broken nails"), decreased appetite ("appetite loss"), procedural complication (seriousness criterion medically important), genital haemorrhage ("bleeding"), vaginal discharge ("discharge"), abdominal pain ("abdominal pain") and polyuria ("diuresis") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy and essure removal and abdominal surgery). At the time of the report, the outcomes for pelvic pain, intestinal perforation, pelvic inflammatory disease, endometritis, uterine inflammation, device dislocation, urinary tract infection, skin discolouration, alopecia, onychoclasis, weight decreased, decreased appetite, procedural complication, genital haemorrhage, vaginal discharge, abdominal pain and uterine leiomyoma were unknown. The reporter considered abdominal pain, alopecia, decreased appetite, device dislocation, endometritis, genital haemorrhage, intestinal perforation, onychoclasis, pelvic inflammatory disease, pelvic pain, polyuria, procedural complication, skin discolouration, urinary tract infection, uterine inflammation, uterine leiomyoma, vaginal discharge and weight decreased to be related to essure administration. The reporter commented: ten days after removal, she underwent a second surgery (abdominal), she found out a medical error occurred in the first one. On (B)(6) 2016, the procedure was carried out, but it was not completed on this date, being completed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: gardnella vaginallis. [Ultrasound scan] (date unknown): one coil dislocated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), device dislocation ("one coil dislocated"), uterine inflammation ("inflammation of endometrium due to foreign body") and procedural complication ("complication of removal surgery") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection in 2013 and parity 3. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), skin discolouration ("facial white spots"), alopecia ("hair loss"), onychoclasis ("broken nails"), decreased appetite ("appetite loss") and procedural complication (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (abdominal surgery and complete removal of uterus and fallopian tubes in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, uterine inflammation, urinary tract infection, skin discolouration, alopecia, onychoclasis, weight decreased, decreased appetite and procedural complication outcome was unknown. The reporter considered alopecia, decreased appetite, device dislocation, onychoclasis, pelvic pain, procedural complication, skin discolouration, urinary tract infection, uterine inflammation and weight decreased to be related to essure. The reporter commented: ten days after removal, she underwent a second surgery (abdominal), she found out a medical error occurred in the first one. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one coil dislocated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.